Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 by dr. (B)(6). That a glidewell ht implant failed. The 65-year-old, male patient presented for implant placement on tooth position #30 on (B)(6) 2026. The patients bone quality was reported as type iii and his oral hygiene as poor. The patient has a medical history of periodontitis. The patient returned for the second stage surgery at which time the doctor noted inflammation and granulation/fibrous tissue around the implant. The reported device was explanted on (B)(6) 2026 and replaced with a similar implant of a different size. The symptoms resolved after implant removal and the patient did not have any permanent injury. No additional medical/surgical intervention was required.